Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During routine follow up the clinician observed lead noise on both the atrial and ventricular leads. The patient was stable. No further information was available.